Manufacturer narrative:
Batch review performed on 11 may 2021: lot 2009295: (B)(4) items manufactured and released on 25-nov-2020. Expiration date: 2025-11-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional item involved in the event, batch review performed on 11 may 2021: ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot. 2002607. Lot 2002607: (B)(4) items manufactured and released on 30-jul-2020. Expiration date: 2025-07-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting instability due to a leg length discrepancy. The cause of the leg length discrepancy is unknown. 3 days after primary the surgeon revised the stem and head and the surgery was completed successfully.